Event description:
On (B)(6) 2013, patient's husband reported concerns with the up button on the infusion device not working sometimes. Husband stated the patient has to press the button hard to get it to work. Husband reported that when the patient presses the button, it pops back up; does not remain flat. Husband stated the issue has been occurring for a couple of weeks. Husband reported he may have received the notice about the buttons, but wasn't having any concerns back then. Husband stated the issue is intermittent. Patient switched to backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to careless handling of the product result the soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons functions were tested successfully and comply with the product specification. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.